Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer advised transporting end user while seating in the chair and back frame cracked.